Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the final investigation. Please see updates to d8, h2, h3, and h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed due to dirt on the light guide lens. An additional reportable malfunction was found during evaluation where the bending section cover adhesive was detached. Based on the results of the investigation, the reportable malfunction was most likely due to damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound bronchofibervideoscope exhibited no image. The event occurred during a diagnostic bronchoscopy. The procedure was completed with the same device. There were no reports of patient harm.